Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufacture date: april 23, 2021 - april 24, 2021. H10: the device was received for evaluation. A functional leak test was performed on the unit by filling the bladder with green color water. After fill, leak was observed coming out at the welded area of the multirate module housing. The reported condition was verified. The cause of leak may potentially be related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor lv (large volume) leaked during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Additional reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.